Event description:
Customer states unit displays system failure message. No reported patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.